Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "f22 alarm" was confirmed. Service determined that the cause was due to a defective cpu board. The cpu board was replaced onsite at the facility by a baxter field service technician to resolve the issue.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter mexico of a flogard pump with an f-22 alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available.